Event description:
During a laparoscopic surgical procedure an intraluminal stapler (eea) failed to staple and cut. Anastomosis tore requiring surgeon to convert to open procedure.health professional's impression: unit failed to deploy staples and cut. Unit jammed.manufacturer response for stspler, surgical, proximate ils:manufacturer to pick up and evaluate device.